Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a powering up issue could not be determined.

Event description:
During the psvt procedure with the patient prepared, there was a procedural delay. When the dws was connected, the monitor did not light up. The dws was restarted 2-3 times with no resolution. The other screen displayed as expected. The monitor was replaced and the procedure was completed with no adverse consequences to the patient.